Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. The data downloaded from the device did not show any timeouts or drive stalls during the run. The device delivered 56 pulses and completed both first and second prime before being deactivated. Investigation found no abnormalities in the needle mechanism. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no issues were observed with the needle mechanism, it could not be determined when the needle deployed. An exact cause for the reported needle deploying late could not be determined.